Event description:
Per the clinic, the patient was hospitalized for meningitis and during that period she had a cardiorespiratory arrest from which she was resuscitated but remained in a coma for 9 days. Upon waking she was using her sound processor again but reported no sound. 3 months later where the device is performing as required. The meningitis was treated with antibiotics (mode of administration unknown). The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the patient was sedated and injected with steroids for intubation (date not reported). This report is submitted on january 11, 2023.